Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A visual inspection was performed and the presence of a s trand of hair was observed inside the sealed pouch. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report a piece of hair was found contained in the package. Customer indicated issue was found prior to patient use.

Event description:
Medtronic received a report a piece of hair was found contained in the package. Customer indicated issue was found prior to patient use.